Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize water level even when full. No patient involvement reported, issue occurred during preventative maintenance (pm),

Manufacturer narrative:
Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, cracked tank cover, faded pole clamp and line cord, cracked liquid crystal display (lcd), bent micro switch, dirty heater, and wear and tear damaged front cover. Functional testing found the device doesn't alarm when low water level triggers the float switch confirming the customer complaint. Replaced the float switch pcb (printed circuit board), drain fitting, interlock block, micro switch, line cord, pole clamp, and front cover. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.